Manufacturer narrative:
G4:18nov2020. B4:15dec2020 . Upon a follow up with technical support the customer reported that replacing the pm board addressed the issue. No additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23nov2020.

Event description:
It was reported that the ventilator would not power on after replacing the unit with a new battery. There was no patient involvement. The customer troubleshot with technical support and put the new battery on 3 other units and it worked. The customer advised that the unit would not power on even when it was plugged in. The customer put the old battery in the unit, powered on the unit and did not find any error codes in the ventilator diagnostic logs. The customer was advised to replace the power management (pm) board.